Event description:
Boston scientific crm received information that during a follow-up procedure, the right ventricular (rv) impedance measurement was greater than 2500ohms. There were no related issues with the threshold or amplitude measurements. The physician suspected an incomplete fracture. A revision procedure was performed the next day, where a new device and rv lead were successfully implanted. The fractured lead was surgically abandoned.

Manufacturer narrative:
A new lead was successfully implanted. This abandoned lead will not be returned. Therefore, boston scientific crm cannot confirm the clinical observation. Should additional information become available to our company, this event will be updated as necessary.